Event description:
Pt said this morning they could feel their bladder cramp a little bit. They don't know if it was a flare up or a catheter accident but they had some bad pain that sent them to the hospital on march 19th and they were there for about 4 hours, they gave them toradol for the pain and whatever had caused it had begun to calm down and by the time they got home they were fine. Patient said the catheter accident happened because they were doing a bladder relief treatment where the urologists provided a "cocktail" that they can insert into their bladder using the catheter and that's what they did because they had been a little uncomfortable; when they put the catheter in, they noticed it kind of felt like it scratched something. Pt said about an hour it was hurting really bad with burning and cramping, so they did another treatment but then the pain got worse and that's when they went to the hospital. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).